Manufacturer narrative:
The cannula seal will not be returned to isi as it was discarded by the customer. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the cannula seal fell inside the patient. The seal was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, there was an issue with a cannula seal. The clinical sales associate (csa) contacted the dvstat technical support engineer (tse) to report the issue and said that the internal ring of the cannula seal came off and fell into the abdomen. The customer reportedly saw it and retrieved it. There was no patient injury. After the procedure, the customer used an rf wand to detect the cannula seal and remove it. There was no post-op test. The customer discarded the item, there is nothing to return. The procedure was completed with no reported injury. On 6/7/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: there was one piece of that feel into the patient; retrieved in the same procedure. The instrument / accessory was inspected for damage prior to use ¿in the usual manner¿, during opening and installation. It did not raise any concerns. The instrument did not appear to be damaged prior to the event. This is a single use item; in a sterile package ¿ reprocessing does not apply. The procedure was not recorded. The event occurred during an inguinal hernia repair procedure. The instruments in use were a cadiere forceps and a needle driver. There were no reported instrument collisions. The fragment was retrieved; confirmed by visual confirmation inside the abdomen (with an endoscope) and also upon observing the seal when it was retrieved. The customer also reportedly used an rf wand for fragment detection. Photos of the fragment were obtained; confirming fragment retrieval. The procedure completed robotically. There was no patient injury.